Event description:
It was reported that the patient developed high thresholds over the six month period since implant. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that all electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. Implant or explant damage was not observed and blood ingress was not observed. (B)(4).